Event description:
In 2007, placed triple lumen power PICC line into right basilic vein. Three days later, doppler detection of unstable dvt in right ij adjacent to PICC line. The next day, PICC line insertion cultured coag---staph.